Manufacturer narrative:
The customers report was observed during an onsite review by a zoll representative. However, the reported problem could not be duplicated with the device during testing at zoll medical corporation. The device was put through extensive testing including full functional testing, analysis testing and defib cycle testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.